Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included pap smear abnormal. Concurrent conditions included obesity, menses irregular, spotting between menses, dysfunctional uterine bleeding, numbness of extremities, painful urination, constipation, diarrhea and polycystic ovarian syndrome. Concomitant products included docusate sodium (colace), famotidine, ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 (summon) and (B)(6) 2014 (per pfs). The number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Pathology test - on (B)(6) 2019: result: final diagnosis: bilateral fallopian tubes, segmental resection. Complete cross sections of left and right fallopian tubes tube identified. Microscopic: examination reveals complete cross sections of left and right fallopian tubes. No significant histopathologic abnormality identified. Pregnancy test urine - on (B)(6) 2014: result: negative. Concerning injuries reported in this case the following one was described in patient medical records: pelvic pain, dysmenorrhea, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Race information added. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and she did not undergone essure confirmation test. Previously reported ¿injury to herself¿ was updated to pelvic pain. Event outcome added for all events which was claimed. Medical history, lab data and concomitant drugs were added. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.